Event description:
It was reported that during an initial procedure, the surgeon was tapping the liner into the stem and could not get it to seat properly. Subsequently, a replacement liner was used to complete the surgery instead with the same stem. No surgical delay occurred nor patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d10: item# 00434901013; lot# 67325267 g2: foreign - event occurred in japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.